Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced rare pocket stimulation following polarity switch due to low impedance values on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.